Event description:
Agfa submitted MDR report #1225058-2010-00001 to the FDA on june 7, 2010, for a site in the us. A 14th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. Within this occurrence are 13 different study dates in which an individual MDR report wil be submitted for each associated study date and medical record number/s (mrn) identified.

Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: the original sentence of "the mitral valve leaflets appear myxomatous" has been changed to "there is complete rupture of the anterolateral papillary muscle". Myxomatous degeneration refers to a pathological weakening of connective tissue. The term is most often used in the context of mitral valve prolapse, which is known more technically as "myxomatous mitral valve degeneration. "The degeneration occurs in conjunction with an accumulation of dermatan sulfate, a glycosaminoglycan, within the connective tissue matrix of the valve. The exact mechanism is unk. In many cases, the generation is limited to the mitral valve and follows a benign course. When associated with systemic disease, like marfan syndrome, the degeneration is more extensive and involves other heart valves. The valves can become sufficiently distorted to cause insufficiency and regurgitation. Myxomatous degeneration is the most common cause of pure mitral valve insufficiency. Valve prolapse, elongation of chordae and chordae rupture are generally seen complications of the myxomatous disease. In this issue, the original sentence intent is to describe the mv leaflet appearance to be myxomatous usually associated with mvp. The changed sentence has different clinical meaning and describes a completely ruptured anterolateral papillary muscle. This could lead to overestimation of disease and the possibility of inappropriate treatment. If present, this is not what the original reading cardiologist intended. Potential impact: if the change was made after reports had been generated with the original sentence selected, those reports prior to the change could display incorrect clinical data if viewed in rm or if used as a template for a repeat study on that patient. There has been no reported patient harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference #z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting. The medical record number/s (mrn) and study dates for this report are: (B)(6) 2008.